Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. The customer's blood glucose level was 200 mg/dl. During troubleshooting with tandem technical support, the customer was able to load a new cartridge and resume insulin delivery. The customer stated that they may have skipped the air removal step during the initial attempt to load.